Manufacturer narrative:
The analysis was normal. No anomalies were found.

Event description:
It was reported that an asymptomatic patient presented remotely. Review of the transmission revealed, the pulse generator exhibited oversensing on both the atrial and ventricular channel. Programming change was not able to address the issue successfully. The device was explanted and replaced on (B)(6) 2017. The patient was stable during the procedure. On (B)(6) 2017 the patient presented in clinic for follow-up and complained of experiencing dizziness, and was otherwise stable.